Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0kk2m, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0kk2m, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported that the patient was erroneously implanted for parkinsons disease in (B)(6) 2014. The consumer states that the patient does not have parkinsons. The consumer reported that the healthcare provider put the device in the wrong part of the patient's brain and "glued it in". The consumer reported that the patient was implanted for essential tremor in (B)(6) 2015.